Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was from the quick release and tubing. No further information available.